Manufacturer narrative:
Patient details unavailable as of the date of this report, this report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to incorrect positioning of the electrode array. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 06, 2017.